Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 26-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ("fatigue") in an adult female patient who had essure (batch no. A90482) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fatigue (seriousness criterion medically significant), anxiety ("anxiety") and depressive symptom ("depressive symptoms"). At the time of the report, the fatigue, anxiety and depressive symptom outcome was unknown. The reporter provided no causality assessment for anxiety, depressive symptom and fatigue with essure. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 26-apr-2019. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ("fatigue") in an adult female patient who had essure (batch no. A90482) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fatigue (seriousness criterion medically significant), anxiety ("anxiety") and depressive symptom ("depressive symptoms"). At the time of the report, the fatigue, anxiety and depressive symptom outcome was unknown. The reporter provided no causality assessment for anxiety, depressive symptom and fatigue with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformities data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority ansm, reference number: (B)(4) on (B)(6) 2019. The most recent information was received on 20-nov-2020. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ('fatigue / chronic fatigue') in a 49-year-old female patient who had essure (batch no. A90482) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced fatigue (seriousness criteria medically significant and intervention required), migraine ("increased migraines"), myalgia ("fibromyalgia-like muscle pain"), asthenia ("weakness"), arthralgia ("joint pain"), tendon pain ("tendon pain"), spinal pain ("pain in cervical spine"), musculoskeletal stiffness ("muscle stiffness"), gait disturbance ("difficulty walking for long periods"), movement disorder ("difficulty performing common movements"), pain in extremity ("holding a pencil causes pain in the forearm"), arrhythmia ("heart rhythm disturbances"), tachycardia ("tachycardia") and muscle spasms ("muscle spasms"). On an unknown date, the patient experienced anxiety ("anxiety") and depressive symptom ("depressive symptoms"). The patient was treated with surgery hysterectomy scheduled for (B)(6) 2021. At the time of the report, the fatigue, anxiety, depressive symptom, migraine, myalgia, asthenia, arthralgia, tendon pain, spinal pain, musculoskeletal stiffness, gait disturbance, movement disorder, pain in extremity, arrhythmia, tachycardia and muscle spasms outcome was unknown. The reporter provided no causality assessment for anxiety and depressive symptom with essure. The reporter considered arrhythmia, arthralgia, asthenia, fatigue, gait disturbance, migraine, movement disorder, muscle spasms, musculoskeletal stiffness, myalgia, pain in extremity, spinal pain, tachycardia and tendon pain to be related to essure. The reporter commented: clinical consequences and current status: many physiotherapy sessions cervical spine x-ray/magnetic resonance imaging - consultations with the gynaecological surgeon for implant removal. Blood test to screen for any inflammatory diseases. Consultation with the haematologist. Days off sick. Request for part-time work owing to chronic fatigue. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 20-nov-2020: patient age updated. Events increased migraines, fibromyalgia-like muscle pain and weakness, joint pain, tendon pain, pain in cervical spine, muscle stiffness, difficulty walking for long periods, difficulty performing common movements, holding a pencil causes pain in the forearm, heart rhythm disturbances, tachycardia and muscle spasms added. Essure removal by hysterectomy is scheduled for 12-jan-2021. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of fatigue ('fatigue / chronic fatigue') in a 49-year-old female patient who had essure (batch no. A90482) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced fatigue (seriousness criteria medically significant and intervention required), migraine ("increased migraines"), myalgia ("fibromyalgia-like muscle pain"), asthenia ("weakness"), arthralgia ("joint pain"), tendon pain ("tendon pain"), spinal pain ("pain in cervical spine"), musculoskeletal stiffness ("muscle stiffness"), gait disturbance ("difficulty walking for long periods"), movement disorder ("difficulty performing common movements"), pain in extremity ("holding a pencil causes pain in the forearm"), arrhythmia ("heart rhythm disturbances"), tachycardia ("tachycardia") and muscle spasms ("muscle spasms"). On an unknown date, the patient experienced anxiety ("anxiety") and depressive symptom ("depressive symptoms"). The patient was treated with surgery (hysterectomy scheduled for (B)(6) 2021). At the time of the report, the fatigue, anxiety, depressive symptom, migraine, myalgia, asthenia, arthralgia, tendon pain, spinal pain, musculoskeletal stiffness, gait disturbance, movement disorder, pain in extremity, arrhythmia, tachycardia and muscle spasms outcome was unknown. The reporter provided no causality assessment for anxiety and depressive symptom with essure. The reporter considered arrhythmia, arthralgia, asthenia, fatigue, gait disturbance, migraine, movement disorder, muscle spasms, musculoskeletal stiffness, myalgia, pain in extremity, spinal pain, tachycardia and tendon pain to be related to essure. The reporter commented: clinical consequences and current status: many physiotherapy sessions - cervical spine x-ray/magnetic resonance imaging - consultations with the gynaecological surgeon for implant removal - blood test to screen for any inflammatory diseases - consultation with the haematologist - days off sick - request for part-time work owing to chronic fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 27-nov-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.